Manufacturer narrative:
System was used for treatment. Kit lot d725 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for blood pump error alarm. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report a blood pump alarm shortly after going into cycle 6. Customer reported checking the kit for kinks and saw none. Customer then pushed the reset button and received another blood pump alarm. Customer then noticed that blood was leaking from the centrifuge bowl seal. Procedure aborted. Customer reported that the leak was able to be cleaned and service would not be required for cleaning. Patient reported as stable. No product was returned for investigation.